Event description:
Device issue: distal end separation. Time of device issue: during the procedure. Adverse event: intervention required. It was reported that during use of the absolute pro (lot 9051451) in the pt vasculature, the outer sheath separated from the handle. A contralateral approach was used. The device was removed from the pt without incident. A second absolute pro (lot 9081151) was used and the stent was deployed in the right superficial femoral artery lesion; however, the distal segment of the delivery system separated inside the pt. A snare was inserted and successfully removed the separated segment of the absolute pro. There was no adverse pt sequela reported. There was no additional info provided.

Manufacturer narrative:
(B)(4). Off label vascular use; through stents. The customer reported that the device is being retained and not returned for evaluation. The lot number was provided. Review of the device history is forthcoming. A follow-up will be submitted with all relevant info. The absolute pro (part 1011932-080, lot 9051451) is being filed under a separated MFR#.